Manufacturer narrative:
Device was discarded by the medical facility at the time of explant and thus is unavailable for further testing and investigation by the firm. Cause of the communication issues is unable to be determined with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. More than one year after the implant the patient reported having issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Palpation of the implanted device found that the ipg seemed to be an appropriate depth and parallel to the skin surface. The ipg was placed in a location in the flank area with firm tissue support. Troubleshooting was performed and unable to resolve the issue. On (B)(6) 2024 a surgical revision was performed to replace the ipg. The new ipg was placed slightly more lateral than the original implant location.